Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp circuit failure occurred. The customer and remote service engineer (rse) both confirmed the error code in the event log. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer replaced the cpu pcba but this did not resolve the reported issue. The rse then advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba to order and replace. The customer later called back and informed the rse that a replacement of the mc pcba with a known working spare did not resolve the reported issue. The rse then advised the customer to replace the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the pm pcba with a known working spare which the customer then confirmed the issue was resolved. The customer stated they would order a new pm pcba to replace in this unit. Device evaluation and repair are pending.